Event description:
Shooting straight shots--found during test fire.

Manufacturer narrative:
The subject product is in the process of being evaluated. Therefore, no conclusion can be drawn at this time. We will submit a follow up report when evaluation has been completed.